Event description:
It was reported that the (B)(4) intraocular lens did not exit the ez-28b inserter correctly due to a bent haptic. The lens was only partially inserted, and the surgeon was able to remove the iol without enlarging the incision. No pt injury was reported. Information received also indicates that a vitrectomy was performed, which according to the customer was not due to the iol or the inserter. However the reason for the vitrectomy was not provided. The surgeon implanted a different diopter lens. Additional information has been requested, but has not been received. Please reference MDR # 1119279-2012-00073 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.